Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection with the ipg. A company representative met with the patient and confirmed the battery is inoperable. The patient prefers paraesthesia using higher frequency settings and has been without stimulation since (B)(6) 2017. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.